Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history review was performed for the subject device lot 005381/5880017/002265 for the past three years. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 8-oct-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service evaluation was also performed for the subject device. The customer reported the drill cover heated up, and the motor was running continuously. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that the hand piece for the batter powered driver drill cover heats up and the motor automatically runs and won't stop when plugged into the battery. This was discovered while prepping for surgery. There were no reports of harm to the patient or of any surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: gxl. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.